Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, it could be observed that the device went into ambient state. Please see below and extract from the logfiles 80/ on 2026-02-16 02:04:41/tf, /446029, 81/ on (B)(6) 2026 02:04:41/tf, /1746004, 82/ on (B)(6) 2026 02:04:41/tf, /431001, 83/ on (B)(6) 2026 02:04:41/tf, /1446029, 84/ on (B)(6) 2026 02:04:41/tf, /1485001, 85/ on (B)(6) 2026 01:20:44/alarm, /audio pause off. The relevant technical fault (tf) are: 431001 - tfagd_blowerfault. 446029 - tfalls_ambientfailuredetected. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during the ventilation of a patient, it was described that the device went into ambient state (on (B)(6) 2026). The device was exchanged. No harm to the patient was reported.

Manufacturer narrative:
Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, it could be observed that the device went into ambient state. Please see below and extract from the logfiles: 80/(B)(6) 2026, 02:04:41/tf /446029, 81/(B)(6) 2026, 02:04:41/tf /1746004, 82/(B)(6) 2026, 02:04:41/tf /431001, 83/(B)(6) 2026, 02:04:41/tf /1446029, 84/(B)(6) 2026, 02:04:41/tf /1485001, 85/(B)(6) 2026, 01:20:44/alarm /audio pause off. Technical faults (tf): tf446029: ambient failure detected, tf431001: blower fault, tf1746004: panel error. The affected blower was sent back to hamilton medical and was investigated. During the analysis of the blower case, foreign particles were found outside the output of the turbine and inside the turbine. Cables of the turbine are in perfect condition, with no damages. Turbine rotates with some resistance. According to the investigation, the root cause is the volatilization of grease in the turbine¿s ball bearing. This process (grease volatilization), driven by temperature and aging, reduces the lubrication and can damage and / or destroy the ball bearing. The defective blower was replaced after which the device was placed back in use. This case is considered closed.